Event description:
On / off button not working. (B) (4).

Manufacturer narrative:
Method: device internal memory reviewed. Conclusion: this report is being filed as it cannot be concluded that recurrence would not result in adverse event.